Event description:
Ballard was defected, causing the patient to desaturate to 85%. Patient was given a 100% o2, and saturation levels were restored. (B)(4) was contacted and given the defected equipment.